Event description:
A nurse reported that after an intraocular lens (iol) was inserted into the eye, it was noted that there was scratch in the center of the iol. The iol was removed and replaced during the same surgery. There was no harm to the pt. No further information is expected.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and rec'd. (B)(4).